Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarms motion sensor test failure every time she inserts a new battery into the device. The patient's blood glucose at the time of incident is unknown. The motion sensor test failure alarm would reset the device's time and date. The customer also noticed a spot in the screen as well. Troubleshooting was declined for the motion sensor test failure alarms and the partial display anomaly. The insulin pump was returned and replaced.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, rewind, basic occlusion and displacement tests. The pump passed the basic occlusion and displacement tests. No motion sensor test failure or other alarms were noted during testing. However, the pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside the device and it passed. The pump alarmed unexpected restart and the time/date reset after a battery change due to a faulty component on the interface board. The pump was received with a cracked and bleeding lcd glass. Unable to verify the missing segments due to the cracked glass. The pump was received with a cracked case at the display window corners, minor scratches on the lcd window, a cracked case at the display window corners and minor scratches on the lcd window.